Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was due to contamination on the j1 of the ca board. J1 was also scratched from physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.